Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was reported that the pump had no power and there was a crack in the battery compartment. There was moisture visible in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 14-mar-2018. Device evaluation: the device has been returned and evaluated by product analysis on 05-mar-2018 with the following findings: during investigation, the pump was unresponsive and failed to power up. Unrelated to the original complaint, corrosion was found in the battery compartment with a leak. The battery compartment was cracked alongside the pump. The pump was opened to find moisture damage on the printed circuit board and was the cause of the power issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.